Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for hyperglycemia. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to an unknown lot number for hyperglycemia. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle shields were not removed during injection. This occurred on 6 occasions. The following information was provided by the initial reporter: material no: 320122; batch no: unknown (provided - 824845). It was reported that the spouse of the consumer, who was administering insulin to the consumer, did not remove shields with 6 injections with soliqua 100/33, he attached the needle to pen with caution claims to have done the flow check but never removed the covers. Verbatim: using the 4mm bd nano pen needles. Lot # 824845 was given vision issues. Exp 2023-09-30. Did not remove shields with 6 injections with soliqua 100/33. He does injections to wife and received training from their daughter. Daughter took mom to doctors. Takes 16 uts. He attached the needle to pen with caution claims to have done the flow check but never removed the covers. Informed proper use of the pen needles he understood and realized wife never received her insulin the past 3 days and injects 2xs a day. Started at home injecting (B)(6) 2019. Her glucose readings this morning was 200 range. He asked if should give her another injection. Informed spouse to check with doctors and let them know the situation.